Manufacturer narrative:
E1: patient city: (B)(6), patient country: russian federation.

Event description:
Reference number (B)(4). Event occurred in the russian federation. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The site of detachment was the tubing connector. The insertion site was right abdomen. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.